Event description:
A patient was getting dressed in the transcare department one day after the procedure in which one small blister 0.5 inch by 1.5 inch blister was noted on her mid back by the np. Silvadine ointment and a bandaid were applied.======================manufacturer response for valleylab non-rem polyhesive patient return electrode, valleylab (per site reporter).======================covidien surgical team representative was notified.